Event description:
Related manufacturer reference number: 2017865-2023-13235. It was reported that a patient presented with an infection noted on the patient's implantable cardioverter defibrillator (ICD) system. ICD was explanted. Intervention performed on the lead was not confirmed. No further adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Correction: h6: codes should reflect product not returned. Correction: h10 : field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.